Event description:
The patient developed diffuse lamellar keratitis in the left eye after undergoing a lasik procedure. The flap was lifted and irrigated and the patient was treated with topical steroids. The patient has recovered with no further complications.

Manufacturer narrative:
A review of the sterility records found this lot met all specifications at the time of release.